Event description:
Luer lock syringes are breaking at the tip when applying needles. This has occurred four times in the last two weeks. It has not happened prior to this in the last ten years that the facility has been using them.